Manufacturer narrative:
The insulin pump was received with end cap broken off. Unable to verify prime alarm due to broken end cap. The insulin pump was received with minor scratches on lcd window and cracked case on display window corners.

Event description:
It was reported the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.